Event description:
On (B)(6) 2018, I had a boston scientific spinal cord stimulator implanted. On (B)(6) 2019 the spinal cord stimulator began intermittent shocking, increasing in intensity. MFR was contacted and rep reprogrammed the device. Intermittent shocks returned 6 weeks later. MFR was non responsive. Repeated reprogramming were ineffective. Shocking continued, the frequency and intensity of the shocking increased. On (B)(6) 2019 I received 37 separate sustained shocks. The according to the MFR, the product rep never filed any reports. Repeated calls directly to the MFR failed to produce a response until my provider suggested filing a product defect inquiry. MFR sent tech rep to run diagnostics on the device. No defects were reported to me. Add'l reprogramming were ineffective. Ultimately it was suggested the battery may be a problem so on (B)(6) 2020, I underwent a battery replacement surgery. On (B)(6) 2020, I received a slight shock. The shocking began increasing in intensity until (B)(6) 2020, the shocking became severe. My boston rep continues to be nonresponsive. On (B)(6) 2020, I turned off the device, because I was afraid it could cause me to have an accident. I turned it back on (B)(6) 2020 because I was in severe pain without it. The shocking returned (B)(6) 2020. When the device works, it is wonderful. But because of the intermittent severe shocking, I am afraid to leave it on. If I am driving a car, walking down a flight of stairs etc., a sudden severe, sustained shock would cause an accident. FDA safety report ID # (B)(4).